Event description:
It was reported that during surgery the white ring broke. No back up device available. No injuries or delays reported. No more information reported.

Manufacturer narrative:
The associated journey flexion extension block was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.